Event description:
Subsequent to the initial medwatch report, additional information was received. The arteriotomy was performed in the right common femoral artery after a left superficial femoral and popliteal percutaneous transluminal angioplasty and a right peripheral stenting procedure.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that arteriotomy closure of the common femoral artery was attempted using a perclose proglide device after a left superficial popliteal interventional procedure. Reportedly, a cuff miss occurred. Another proglide was used to achieve hemostasis. There was no adverse patient sequela. The physician is reported to be trained in the use of the device. No additional information.

Manufacturer narrative:
(B)(4). Evaluation summary: analysis of the returned device noted that the link was pulled from the swage end of the posterior cuff during the needle plunger retraction. A link pull would result in a failure to retrieve the suture and could appear very similar to the reported cuff miss. Therefore, the reported event has been confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.